Manufacturer narrative:
(B)(4). Device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was received that the patients ipg turned off without intervention and the patient was not experiencing stimulation issues in desired areas. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
A report was received that the patients ipg turned off without intervention and the patient was not experiencing stimulation issues in desired areas. The patient underwent an ipg replacement procedure and was doing well postoperatively.